Event description:
Home patient (hp) contact baxter's technical service center (tsc) for assistance during the initial drain of their apd therapy. Hp reports they accidentally connected the extension line to their transfer set during priming of the homechoice set. Additionally, the hp had opened the transfer set. The tsc technician advised the hp of potential air infusion and advised the hp to contact their healthcare professional (hcp). Follow up with hp indicated therapy was completed without incident. No patient injury or medical intervention was reported per hp.